Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, the balloon ruptured during the implant of the valve. The patient was not harmed.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, the balloon ruptured during the implant of the valve. The commander delivery system balloon was unable to be retrieved through the esheath and needed to be removed surgically. The patient was not harmed. Everything was retrieved and the patient was safely discharged home.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Review of procedural videos/imagery/photographs was performed and the following was observed: procedural cine screenshots confirm balloon burst radially. Post-procedural device imagery confirms balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst and withdrawal inability were confirmed by review of returned imagery. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during valve deployment, the commander delivery system balloon burst. The commander delivery system balloon was unable to be retrieved through the esheath and needed to be removed surgically.'' The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and etc.). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the prescribed nominal inflation volume is provided in the IFU. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Due to limited information, a definitive root cause was unable to be determined at this time. However, it is possible that patient (calcification) and/or procedural factors (over-inflation, withdrawal of burst balloon) may have contributed to the complaint event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.